Event description:
Kimberly-clark rec'd notice on 12/12/00 alleging that in 2000, pt experienced diarrhea, vomiting, headache, decreased urination, fever, hypotension and a sunburn like rash. Pt was hospitalized in 2000 and diagnosed with toxic shock syndrome. The following month, pt died. Pt was allegedly using kortex security tampons.